Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as multiple hardware. The fse replaced the buffer valves, reference electrode and cleaned ise unit which resolved the issue. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer alleged erroneous ione-selective electrolyte (ise) patient result was generated on cell 1 on their au5800 chemistry analyzer. The erroneous patient results were not reported out of the laboratory. Here was no report change to treatment, injury, or death associated with this event. Quality control was within the laboratory¿s established ranges prior to event. Patient demographics were not provided. The customer provided data for one (1) patient sample.